Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were cracks on the case of the insulin pump. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.